Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed (B)(4).

Event description:
It was reported the patient experienced a stroke post procedure. On (B)(6) 2018, a 33mm watchman ® laa closure device was successfully implanted during a left atrial appendage (laa) closure procedure. The patient remained hospitalized due to dysarthria. Two days later a magnetic resonance imaging (MRI) was performed revealing an ischemic stroke. The patient was currently on warfarin and aspirin and had a international normalized ratio (inr) of 1.4. There was no change to the seal of the closure device and no thrombus was observed. The patient remained hospitalized for 10 days and was discharged with no residual effects.